Manufacturer narrative:
The insulin pump was unable to verify audio/beep anomaly and flashing white lcd display due to blank display. The insulin pump was received with blank display due to loss connection between pcb interface connector at pcb 1 and connector on pcb 2. Unable performed displacement test, self-test and force sensor test due to blank display. The insulin pump was received with cracked reservoir tube lip, scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump display screen continued to flash on and off with alarm. Insulin pump would be replaced.